Manufacturer narrative:
Correction : describe event or problem, initial reporter occupation, report source, report source other a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the 8100 pump module over infused propofol on the date 23oct2023 at the approximate time of 11:30 am, was not able to be confirmed from review of the received associated pcu event log. Although requested, the devices were not returned for investigation. Only the pcu event log was provided for analysis. The data set was requested but not provided by the facility. Without the data set, the drug/fluid infusing could not be identified. The suspect pump module s/n: 15528230 had a drug selected from the drug library that had a concentration of 1000mg/100ml which may be the concentration of propofol. The infusion dose was at the reported value of 50 mcg/kg/min which had the infusion rate at 26.4ml/h and with the volume to be infused (vtbi) set at 50ml. The above infusion was placed in a pause state after completing the programming. The pump module alarmed ¿safety clamp open¿ for a duration of 5 seconds and was followed with the door closing and the pause key selected at 11:31:22 am. The ¿safety clamp open¿ alarm is believed to be from the new administration set installation; however, the status of the roller clamp could not be ascertained from the log. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The dose was decreased to 25 mcg/kg/min (rate=13.2ml/h) and the infusion was started at 11:48:00 am. The infusion was paused with the primary volume infused (pvi) recorded at 0.331ml at 11:49:31 am. Between the time of 11:59:59 am and 12:38:24 pm, the dose was decreased to 5 mcg/kg/min (rate=2.64ml/h) with the remaining vtbi at 49.645ml and infused at this rate for a couple of minutes before being paused. There was key pressing activity of pausing and starting of the infusion. Removing of the channel a and channel d modules. The suspect pump module had two recorded events of safety clamp open alarms; the first event duration was at 1 second and the second event duration was at 6 seconds. The infusion was started briefly for a few seconds after the safety clamp open alarms, and before it was recorded removed from the system which induced a ¿channel disconnected¿ alarm that was confirmed by the user. The total volume recorded to have infused when the suspect pump module was removed was 0.479ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion at 1000mg/100ml that was programmed at 5 mcg/kg/min to infuse for approximately 19 hours was terminated early after only infusing for approximately 2 minutes.

Event description:
It was reported that there was an over infusion of propofol. It was intended to infuse at 50mcg/kg/min. However, the 100ml vial of propofol reportedly infused within 15 minutes at approximately 11:30am. The patient experienced rapid loss of consciousness and decrease in measured vital signs. The patient was given mechanical ventilation through an oral airway. The propofol infusion was decreased to 25mcg/kg/min then stopped. A nasal airway was placed and the patient experienced return of spontaneous ventilation after approximately 5 minutes. The patient's blood pressure was supported with ephedrine and phenylephrine. The patient recovered following the event.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that there was an over infusion of propofol. It was intended to infuse at 50 mics/kg/min. However, the 100ml vial of propofol infused within 15 minutes at approximately 11:30am. The patient experienced rapid loss of consciousness and decrease in measured vitals. The patient was given mechanical ventilation through an oral airway. The propofol infusion was decreased to 25 mics/kg/min then stopped. A nasal airway was placed and the patient experienced return of spontaneous ventilation after approximately 5 minutes. The patient's blood pressure was supported with ephedrine and phenylephrine. The patient recovered following the event.